Manufacturer narrative:
Device history record (DHR): lot 4266307, conformed to the specifications when released to stock. Failure analysis: the position of the cam when valve was received was on setting 3 dots. The valve was visually inspected; no defect was noted. The valve was flushed and passed the test. The valve was leak tested and no leak was noted. The complaint was unconfirmed. Root cause analysis: no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer can be due to the presence of air bubbles who can reduce the cross-sectional area of the flow path, increase system resistance, and impede the flow of fluid through the system during testing, as noted in the IFU.

Event description:
A facility reported that during procedure after implantation, before surgical site closure, the physician found that there was no csf leaking out at abdominal catheter. The procedure was completed with a replacement product available. No patient injury/consequences reported, and the event did not led to surgical delay.